Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from an unknown location which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced an unspecified low priority (max air exceeded) alarm; further described by the reporter as ¿they kept getting a message that stated there was too much air in the line¿. This was identified at an unspecified process step: further described as ¿when they were getting started¿ with the automated peritoneal dialysis (pd) session. During troubleshooting, it was reported that there was a leak from unknown location that led to this alarm. As a result, the patient started over. There was no report of patient injury or medical intervention associated with this event. No additional information is available.